Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: correction: this MDR is being submitted to correct the submitted expiration date under d4 and device manufacturer date under h4. H6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary the complaint (B)(4) has been evaluated. The batch 6002636 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction guidance for visual testing for complaints area version 1 and work instruction guidance for functional testing for complaints area version 1 for the code " soft cannula found kinked upon removal from infusion site." Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. The following test was performed: visual test according to work instruction version 1 on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to work instruction version 1 on reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: - the lot 6002636 was manufactured according to the work instruction version 106 manufactured in the linea 2, on 13/aug/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. A query was run in trackwise against malfunction code " soft cannula found kinked upon removal from infusion site" and lot 6002636 and no other complaint has been registered in trackwise since the last 12 months. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests, no non-conformance (nc) raised during production, other nine complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post marketing survellience (pms) product trends and malfunction according to the market quality review (mqr) procedure

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 02 - MDR (B)(4) -MDR 3003442380-2024-04505. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples for the lot 6002636 have already been previously tested in the (B)(4) on 29/jan/2025. All test results were within specifications as per the test report data (B)(4) complaint test report.pdf attached in this record. And additional tests for the reference samples were documented for the malfunction "adhesive patch lifts or detaches during use", visual inspection on the adhesive tape under section 6.14. All results were found within specifications. Device history record (DHR) review: the lot 6002636 was manufactured according to the work instruction version 106 manufactured in the line 3, on 13/aug/2023, with a total of (B)(4) units. Test 6 other :1 sample with contamination. According to the extended sampling has been accepted. Therefore, the review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Failure is not related to the malfunction reported in this complaint. Trending: a query was run in database on 30/jan/2025 against malfunction code "adhesive patch lifts or detaches during use" and lot 6002636 and other one complaint has been registered in database for the same lot 6002636 and malfunction code. Conclusion summary of the related event: as a result of the following: no harm reported, no defect on tests returned samples, other 1 complaint received on the lot in question and malfunction code, no further actions are required, non-conformance (nc) raised not related to this complaint. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula kinked events on 15-apr-2024. The events occurred after 3 or more hours of insertion. The insertion site was at abdomen. The infusion set was in use for one day. The patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted model number, serial nuber, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint pr (B)(4) has been evaluated. The batch 6002636 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction guidance for visual testing for complaints area version 1 and work instruction guidance for functional testing for complaints area version 1 for the code "soft cannula found kinked upon removal from infusion site". Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to work instruction version 1 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to work instruction version 1 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6002636 was manufactured according to the work instruction version 106 manufactured in the line 3, on 13/aug/2023, with a total of (B)(4) units. Trending: a query was run in database on 30/jan/2025 against malfunction code "soft cannula found kinked upon removal from infusion site" and lot 6002636 and no other complaint has been registered in tw for the same lot 6002636 and malfunction code. Conclusion summary of the related event: as a result of the following: no harm reported, no defect on tests returned samples, no other complaint received on the lot in question and malfunction code, no further actions are required, non-conformance (nc) raised not related to this complaint. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.